Manufacturer narrative:
After a completed sterilization cycle, an employee opened the sterilizer door and stated there was a strong chemical smell emitting from the sterilizer. The employee stated her eyes and skin became irritated and she obtained burns to her forearms and face. Another employee present in the room also stated they experienced skin and eye irritation. The sterilizer was tagged out of service until a steris service technician could inspect the equipment. A steris service technician inspected the sterilizer and found the unit to be operating properly; no issues were noted. The technician ran multiple test cycles and confirmed the sterilizer to be operational. Although the steris service technician was unable to find any issues with the sterilizer, the unit is being returned to steris for further evaluation. The user facility will receive a new sterilizer. The user facility did not provide details regarding the use of proper ppe during the time of the reported event. A steris account manager offered in-service training on the proper use and operation of the sterilizer and provided facility personnel with utility specifications (air exchanges). The operator manual states (pp. 3-2), "steris recommends (in accordance with aami st79, 2010) the room containing the sterilization unit has a ventilation system capable of an air exchange at least 10 times per hour." The operator manual states (pp. 6-29), "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit."

Event description:
The user facility reported that employees experienced skin and eye irritation while unloading the sterilizer. The employees sought medical treatment at the facility's emergency room.